Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. During treatment there was an external leak coming from the end cap of the dialyzer. The date of the event is unknown therefore the date is an estimated date.